Event description:
Healthcare professional additionally reported "left implant sits a little lower", "class I and ii capsules", and "webbing". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a striated edge opening consistent with use of a surgical tool. Based on the device analysis the final assessment was a striated edge opening on anterior side due to surgical damage. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6..

Event description:
Healthcare professional reported a left side rupture. Healthcare professional additionally reported "left implant sits a little lower", "class I and ii capsules" and "webbing". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.